Event description:
The patient received her scs system on (B)(6) 2009. It was reported that the patient lost stimulation because of lead pull-out. The patient's extension was explanted on (B)(6) 2009, and returned to the manufacturer for evaluation. No further information is available.

Manufacturer narrative:
Method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Extension likely pulled out of the ipg, leaving the channel 1 terminal end electrode behind in lower port, channel 1 of the ipg. The extension header is clear and undamaged. The extension lead segment has reddish discoloration. The channel 1 terminal end electrode is missing. The extension fails continuity. It is unknown what overstress condition caused the lead to pull out of the ipg. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.